Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient claimed that the ins didn¿t work anymore. The hcp didn¿t know what the patient meant by claiming that the system didn¿t work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a consumer regarding the patient. The consumer reported that the stimulator was inactive because the patient couldn¿t tolerate it. The consumer reported that they consulted a surgeon about removing the implant and he advised against it. No further complications were reported.